Event description:
The customer contacted stryker to report that their device does not turn on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Due to limited information provided section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is not available at this time. Stryker evaluated the customer¿s device and was unable to verify the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.